Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button led light intermittently was not flashing when it was suppose to. When green light was not flashing blood glucose (bg) elevated (300 mg/dl) and once light flashed again, bg lowered to target level. Tandem technical support requested additional information; however, customer did not provide.